Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The single-port monopolar curved scissors instrument was analyzed, and the reported failure was confirmed. This instrument¿s tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly and moved in the reversed motion. This indicates that the movement of this instrument is unintuitive, where it moved precisely and proportionally to the master but in the opposite direction. The instrument was found to have an input disk broken, likely causing the unintuitive motion. The roll input disk was found broken into pieces inside of the housing. The complaint regarding non-intuitive motion was confirmed by fa, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the single-port monopolar curved scissors instrument was tagged in the operating room because it stopped working (non-intuitive motion). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.